Manufacturer narrative:
E1 - full facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blackout color bar. The issue was found during an unspecified procedure, which was completed with an olympus back-up device. There were no reports of patient harm.